Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, there was no insulin in the cartridge when the alarm occurred. The customer loaded a new cartridge successfully and resumed insulin delivery. There was no impact to the customer's blood glucose level.